Event description:
A customer reported encountering cgm error 42 while using their device. There was no reported adverse impact to the customer's blood glucose level. Technical support provided detailed instructions, assisting the customer in resetting the pump, which resolved the error and allowed them to successfully start a sensor session. During the inquiry, it was noted that the pump's battery had depleted rapidly, which was attributed to the pump's active search for the sensor during the error situation. The customer confirmed that this was the only issue with the battery, and they were advised to monitor the situation and reach out if the problem persisted.